Event description:
On (B)(6) 2014, the reporter contacted animas and reported an intermittent power issue with the pump. The reporter denied damage/corrosion to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: rebooting was observed in the black box. A ¿low battery¿ warning was confirmed on (B)(6) 2014 at 9:57pm. The rebooting was preceded by a ¿replace battery¿ alarm on (B)(6) 2014 at 6:33am. The voltage in the black box was found to be low. There was no damage found to the battery compartment. The battery cap contact height and width were within specification. The pump was powered on normal with no alarms. The pump¿s electrical current draws were tested with no defects found. A ¿replace battery¿ alarm was reproduced during testing; the pump gave the appropriate audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues. The pump was opened and there was no damage found to the power circuit. The reported power issues with the pump was not confirmed or duplicated during pump evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.